Manufacturer narrative:
Concomitant: product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that a programming error occurred as the flex steps for flex dosing were programmed incorrectly. Reportedly, someone had incorrectly programmed a 20% increase in daily dose when it should not have been that much. The flex dosing steps were entered with incorrect rates on two different occasions the first time being in (B)(6) 2015 the second time was not specified. The incorrect programming resulted in overdosing. At the time of the call troubleshooting could not be done due to the lack of access of the product. However, the patient was to be seen on 2015-(B)(6) to correct the programming. Despite the patient getting more medication than he should have, the patient did not mention that he experienced any symptoms or adverse effects as a result of the programming. This device system delivered lioresal with a concentration of 250 micrograms per milliliter (mcg/ml) and a dose of 71.8 mcg/day. It was later reported that the patient was brought to the clinic on 2015-(B)(6) for a regular refill and the flex dosing error was corrected. The nurse suspected the error was likely due to a calculation or programming error. The initial flex dosing was set at: 00:00 - 04:00 at 4.23mcg/hr; 04:00 - 16:00 at 2.26 mcg/hr; 16:00 - 00:00 at 3.47 mcg/hr; daily dose at 71.80mcg/day. The flex dosing on 2015-(B)(6) was set at a basal rate 4.66mcg/hr; 04:00 - 16:00 at 2.48/hr; total daily does: 85.62mcg/day. The serial of the programmer was requested but not provided. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).